Manufacturer narrative:
Plant investigation: a companion sample device was returned to the manufacturer for physical evaluation. The companion sample was visually inspected and was found that the cassette is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. During the evaluation of the sample, the alleged failure stated in the complaint was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette during their pd treatment. The patient reported receiving a draining slowly and drain complication alarms during drain 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There was a hole observed on the upper part of the section that splits both mushroom heads. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. Pd effluent cultures were taken by the clinic and the results were negative. The cycler set used by the patient is available at the clinic. The patient has received a new cycler. The reported cycler has been returned to the manufacturer for physical evaluation.